Event description:
The patient reportedly experienced pain and intermittencies with his device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. The patient's device was explanted. The patient was re-implanted with another advanced bionics device.